Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On 10/24/2025, it was reported that the patient was using the same sensor when the daughter noticed that the patient passed out. The behavior of the receiver (egv, alerts, alarms) at the time of discovery was not documented. Her daughter called 911 again for assistance. During this time, the patient was transported to the emergency room (ER) as she was still unconscious when the paramedics arrived. Enroute to the ER, paramedics performed a bg test which showed 46 mg/dl while her cgm was showing 78 mg/dl. The patient was given IV glucose at the ambulance, and the patient gained consciousness enroute to the ER. Upon arrival at the ER, another bg test was done which showed 100 mg/dl but they stopped looking at the receiver and removed the sensor later on. Patient was also said she was given pain medicine (unspecified) at the ER as she asked for it when she was in a lot of pain. Patient was discharged after 3 hours feeling fine with a bg reading of 100mg/dl. No data was provided for evaluation. The allegation and a probable cause could not be determined. At the ER, the reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.